Manufacturer narrative:
Visual inspection of persona tasp shim, 13mm cd and persona tasp shim, 12mm cd confirmed that both the shims had one of the ball bearings and spring of the detached ball bearing missing. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The anterior and posterior surfaces of the devices are slightly scuffed. Dimensions were found conforming to print specifications where measured for both the devices. These devices are used for treatment. It was reported that ultrasonic cleaners were used to clean the instruments. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog # 42527900303, persona articular surface provisional shim, lot # 62364028. This report will be amended when our investigation is complete.

Event description:
It is reported that the shims are missing ball bearings. The bearings were noted to be missing after going through the sonic cleaner.